Event description:
It was reported that stent damage occurred. The >70% stenosed target lesion was located in the mildly tortuous and mildly calcified in obtuse marginal artery. Following pre-dilation, a 2.75 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the device would not cross the lesion. The physician pulled the stent back out and it was noticed that the stent was damaged and looked like it got caught on something and "unraveled." The device was removed and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The >70% stenosed target lesion was located in the mildly tortuous and mildly calcified in obtuse marginal artery. Following pre-dilation, a 2.75 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the device would not cross the lesion. The physician pulled the stent back out and it was noticed that the stent was damaged and looked like it got caught on something and unraveled. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluation by MFR: the synergy xd mr ous 2.75 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with the strut damaged in the mid section of the stent. The device was returned with a second stent caught in the crimped stent that was expanded and streched. The undamaged crimped stent od (outer diameter) was measured using a snap gauge and was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.